Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/05/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that during a routine shift check, that the backlight on the display of this autopulse (s/n (B)(4)) does not illuminate. There was no patient involved with this event. No additional information was provided.